Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was in clinic and when connected to heartmate touch (hmt) via power module, system controller did not transmit data. A new power module, patient cable and hmt were connected without success. It was also noted that when the last 6 alarms were viewed on the controller, the date/time showed year 2000. No visible damage to white system controller power cable was noted. The plan was to bring the patient back to clinic on (B)(6) 2024 and anticoagulate prior to system controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of communication issues and loss of the real-time clock were unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis and no log files were submitted for review. Additional information provided on 18jul2024 stated that the controller was exchanged, and the issue was resolved. There are no log files available, and the controller will not be returning. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and quality assurance specifications before being shipped to the customer. Heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further communicated that the issue resolved by exchanging the system controller on 05jul2024. Log files were not available.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.